Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was very loud. There were no delays in the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was heating up fast, vibrating and making an unusual noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from excessive force, which is normal use and servicing overtime. If additional information should become available, a supplemental medwatch report will be submitted accordingly.